Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the patient experienced skin overgrowth at the abutment site. Subsequently, on (B)(6) 2017, the abutment was removed under a general anaesthetic and a longer abutment was placed.